Event description:
Boston scientific received information that this right atrial (ra) lead had a dislodgement two days post implantation. It was probably due to failure of the screw mechanism of the ra lead. Thus, this ra lead was explanted. No additional adverse patient effects were reported. The ra lead was no longer in service.

Event description:
--

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Helix mechanism test has failed due to dried blood and mechanism and helix has no damage noted. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.